Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions,) h11. A getinge field service engineer (fse) was dispatched for evaluation. Fse found that the unit was not charging because it was not seated fully in the cart. Reseated unit fully into the cart and now the batteries charge. Returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It is reported that prior to use the batteries of cardiosave intra aortic balloon pump (iabp) were not charging. No patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected fields: h6 (type of investigation).

Event description:
N/a.